Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated alert 38 for consecutive stalled motor on the ilet despite restarting the device, changing all supplies, and placing a new cgm sensor, with the alert recurring approximately every 15 minutes. Symptoms included device alarms indicating an insulin delivery motor stall. Outcomes included interruption of insulin delivery and the need for a replacement device. Investigation included collection of device history and user-reported troubleshooting, with return of the original device and data synchronization prior to return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.